Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, troubleshooting, a service history review, a review of tracking and trending data, and a review of product labeling. Service replaced cleaned/decontaminated and adjusted multiple parts. The valve, bypass, 2 way (rohs)_part number 7-200607-01 was determined the likely cause. Service verified the system function by performing successful calibrations as well as a successful a control run. No additional discrepant results were reported. A service history review for (B)(6) revealed no additional discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A 12- month search for similar complaints identified no adverse trend of valve, bypass, 2 way (rohs)_part number 7-200607-01. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a discrepant troponin result for sid (B)(6), when processing on the architect i1000sr. The initial result was 200 ng/ml and retest was 1.2 ng/ml. Result from another lab was 300 ng/ml. No impact to patient management was reported.